Event description:
Additionally, a us distributor reported that a patient was receiving gong alarms. A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the right armpit. It was reported the lifevest was cutting into the patient and a sore developed where the garment was rubbing the skin. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The nurse removed the device. Follow up indicated the irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the monitor failed to set-up a baseline. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse events occurred from the damaged monitor. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the right armpit. It was reported the lifevest was cutting into the patient and a sore developed where the garment was rubbing the skin. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued larger garments. The nurse removed the device. Follow up indicated the irritation improved. Reporting out of abundance of caution.